Manufacturer narrative:
Company causality comment: this medically confirmed, spontaneous case report, refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure button did not work/ sheath would not release/never saw the gold band; the entire outer coil unraveled; coil broke off at the green sleeve; green sheath was partially stuck in the ostia, he had to cut the outer coil/cut some of the coil from the hysteroscope; and tried to grasp the parts that were left in but could not get it all out. Reporter causality was not provided. All reported events are non-serious. The event coil broke off at the green sleeve interpreted as a device breakage; is unlisted according to the reference safety information for essure and was regarded as a near-incident, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The remaining events are listed and non-incidents. Single cases of essure breakage have been reported. In this particular case, the physician had difficulties in the deployment of the device, which unraveled and broke. He tried to remove it without success. He also cut the coil (this event was regarded as a device misuse). Considering that the reported events occurred during essure insertion; they were considered as related to essure therapy, except for the reported device misuse (considered unrelated to essure due to its nature). Follow-up information and product technical analysis are being sought.

Event description:
This is a spontaneous case report received from a physician in the united states on (B)(6)-2014 with additional information received on (B)(6)-2014. Reporter asked for a device replacement. The report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and button did not work/sheath would not release/never saw the gold band; the entire outer coil unraveled, coil broke off at the green sleeve, green sheath was partially stuck in the ostia, he had to cut the outer coil/cut some of the coil from the hysteroscope, and tried to grasp the parts that were left in but could not get it all out. On (B)(6)-2014, the patient had essure (fallopian tube occlusion insert) inserted, lot number b97492 (expiration date nov-2016) for permanent contraception. Insertion of left coil was fine. On the right side, essure coil advanced fine and when he hit the button second time to retracting sheath would not release the sleeve. He felt an unusual snap during second roll back and the device was stuck when he did the roll back, the button did not work. The sleeve was stuck in the ostia. Pulled back on the hand piece the outer coil unraveled, it broke off at the green sleeve. He stopped the procedure and when removing the hysteroscope the entire outer coil unraveled and the green sheath was partially stuck and he had to cut the outer coil that was extending out of tube and in part of body. He tried to remove as much of the green sleeve as possible. He tried to grasp the parts that were left in with a forceps but could not get it all out. He had to cut some of the coil from the hysteroscope and never saw the gold band. Essure was not removed and doctor has scheduled patient for a hysterectomy as the patient does not want to wait for hsg (hysterosalpingogram). Reporter did not assess device-event relationship.

Manufacturer narrative:
Ptc investigation result received on 30-jul-2014. (B)(4). Final assessment: detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop; depress button; perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the microinsert, stretching of the inner catheter large tight pitch coil, breakage of the large tight pitch coil, or breakage of a portion of the delivery catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. The "green-colored" material reported is very likely the green heat-shrink (pet) tubing which is a catheter assembly component located at the distal end of the inner catheter. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all are within manufacturing specifications. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect at this time. Conclusions: the report did not state a patient injury occurred. The possibility of a detachment difficulty event during the procedure is an anticipated event. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is also an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment : this case reported complication of insertion due to a deployment issue which led to physical property issue, breakage, and misuse as well as difficult to use. These reported technical/usability events are not necessarily indicative of a quality defect. One (1) additional ae case report has been received to date in relation to batch number. B97492 which refers to a deployment issue event. No unusual pattern can be identified at this time. The review of the lot history records confirmed that the product met product release specifications. No complaint sample was provided for a technical investigation. At the time of this medical assessment the technical investigation concluded unconfirmed quality defect and noted that a detachment difficulty event and a breakage event are both anticipated events. Based on the information available, there is no reason to suspect a quality defect. Company causality comment: this medically confirmed, spontaneous case report, refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure button did not work/ sheath would not release/never saw the gold band; the entire outer coil unraveled; coil broke off at the green sleeve; green sheath was partially stuck in the ostia, he had to cut the outer coil/cut some of the coil from the hysteroscope; and tried to grasp the parts that were left in, but could not get it all out. Reporter causality was not provided. All reported events are non-serious. The event coil broke off at the green sleeve interpreted as a device breakage; is unlisted according to the reference safety information for essure and was regarded as a near-incident, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The remaining events are listed and non-incidents. Single cases of essure breakage have been reported. In this particular case, the physician had difficulties in the deployment of the device, which unraveled and broke. He tried to remove it without success. He also cut the coil (this event was regarded as a device misuse). Considering that the reported events occurred during essure insertion; they were considered as related to essure therapy, except for the reported device misuse (considered unrelated to essure due to its nature). A product technical investigation was performed and concluded unconfirmed quality defect and noted that a detachment difficulty event and a breakage event are both anticipated events. Therefore, event coil broke off at the green sleeve was amended to listed. Based on the information available, there is no reason to suspect a quality defect.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.